Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
It was reported that tip of the catheter fractured upon insertion of the device. A snare was used to retrieve the fragmented tip; however, it fractured again. The patient was stabilized and transferred to the operating room. A vascular surgeon performed a cut down and removed the fragments with forceps.

Manufacturer narrative:
Additional information was received, the patient passed away; however, it was not related to retained catheter. Two days after the reported event. The suspect device was returned for evaluation. The reported failure was observed; however, the root cause of this defect is unable to be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.